Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that a physician contacted boston scientific technical services (ts) and noted an alert for this right ventricular (rv) lead and another manufacturer's device where they exhibited high out of range shock impedance measurements of 132 ohms. The physician noted that they had received an alert one year earlier for out of range shock impedance measurements and at that time the alert threshold was increased. Ts discussed troubleshooting and programming options with the physician. Attempts to obtain additional information have been unsuccessful. At this time it evidence suggests all products remain in service and no adverse patient effects have been reported.